Manufacturer narrative:
Qn#(B)(4). The device history review for the product weckstat staple extractor 12/box, lot number 73h1500426 investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: while using the device, the plastic white part has entered deep into the skin causing opening of the scar. The patient's condition was reported as unknown.